Event description:
It was reported that patient bent over and one of his spinal cord stimulator (scs) leads broke the skin on his back and is now exposed. The patient presented at the clinic with a lead popping out of one of his incisions. It was also mentioned that the incisions were taking time to heal. The physician elected to explant the scs system and patient was given antibiotics. The patient was doing well postoperatively. The explanted device components will not be returned as they were discarded per facility policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model:sc-2317-70 serial: (B)(6) batch: 7084947 product family: scs-ipg-r-MRI upn: m365sc12320 model:sc-1232 serial:(B)(6) batch: 595571.